Event description:
It was reported that the head of the drive shaft broke off during surgery. The sales consultant was present during the surgery, and when the surgeon was reaming they heard a crack. The x-ray showed a fragment of metal in the shaft which was retrieved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the fracture face is homogenous which indicates material conformity. There are visible stress marks and deformations at the broken hexagon of the drive shaft. This is an indication that a mechanical overload in combination with too much lateral stress caused this breakage. We are not able to determine the exact cause of this occurrence. No product fault could be detected.